Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7111590 / 7111561, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 37686572, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) and lead site. Symptoms of redness and discharge were noted on both the midline and pocket incision. It was unknown if the infection was device or procedure related. The patient was prescribed with antibiotics. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.